Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited an error message and diagnostics anomaly. The device was restored to normal functions when interrogated again.